Event description:
Event description cpi received information that during attempted implant, the shocking coils of the endotak lead were reversed in the header of the implantable cardioverter defibrillator (ICD). During induction a 'pop' was heard and a shorted lead indicator was displayed. Additionally, the atrial lead had excess silicone near the tip.